Event description:
It was reported that this implantable pacemaker recorded several atrial tachy response (atr) episodes showing atrial lead noise oversensing. Technical services (ts) assessment of the episodes was requested. Ts confirmed there are a lot of noise episodes for this patient and observed that the amplitude and pacing impedance trends have gradually decreased over the past year. Troubleshooting was recommended including provocative maneuvers to see under which circumstances the noise can be reproduced. The leads are competitor products. The device remains in service. No adverse patient effects were reported.